Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) latch and rotor, and backlight board assembly, which resolved the issue. The unit passed all tests, and it was operating within the manufacturing specifications.

Event description:
It was reported that the ventilator graphic user interface (gui) display became blank. There was no patient involvement. There is no report of serious injury or death associated with this event.